Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Visual inspection showed that the unit would not power on via battery. The unit was then connected to a/c power. The unit powered on, gave a low battery alarm and powered off. The unit was then allowed to charge for approximately an hour and powered on again via battery only. The unit stayed powered on for 3 minutes without powering off. The customer may have been using a faulty / unauthorized power supply; however, this could not be confirmed since the power supply was not returned with the unit. The battery was found to be outdated and was replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service for a power issue. No patient involvement. Upon triage, on (B)(6) 2017, the service technician found that the unit gave a low battery alarm and powered off.